Event description:
It was reported that the surgeon noted that the micl12.6 implantable collamer lens was twisting upside down as it entered the eye. The lens was removed without any pt injury. The reporter stated the incident was due to a surgeon's error.

Manufacturer narrative:
(B)(4): lens inserted upside down. Eval: visual inspection of the returned lens showed a haptic plate and a piece of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).